Event description:
It was reported that one day after intubation, an air leak was observed on a tracheal tube. The tube was tested prior to patient use. Re-cannulation was required without any patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.